Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/20/2026, it was reported that the patient reported her cgm ¿suddenly stopped working¿ and that her app displayed a ¿start new sensor¿ message. The patient also reported her omnipod insulin pump ¿stopped working at the same time¿. The patient stated that due to not having no cgm values, the patient could not eat or administer insulin. The patient began to experiencing dizziness, a severe headache, shaking, and extreme hunger. The patient did not have a working glucometer to use for back-up. The patient called her health care professional (hcp) who advised her to go to the emergency room (ER). The patient was in the process of driving to the ER while on the call with dexcom technical support. Attempts to reach the patient for follow-up event details were unsuccessful. No other patient or event details were available. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported her cgm ¿suddenly stopped working¿ and that her app displayed a ¿start new sensor¿ message. The patient also reported her omnipod insulin pump ¿stopped working at the same time¿. The patient stated that due to not having no cgm values, the patient could not eat or administer insulin. The patient began to experiencing dizziness, a severe headache, shaking, and extreme hunger. The patient did not have a working glucometer to use for back-up. The patient called her health care professional (hcp) who advised her to go to the emergency room (ER). The patient was in the process of driving to the ER while on the call with dexcom technical support. Attempts to reach the patient for follow-up event details were unsuccessful. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).